Event description:
It was reported occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. During a pump system check, a new cartridge was loaded, and a minimum fill notification was received, a pump air leak was detected. The customer reverted to an alternate method insulin therapy. Reportedly, the customer uses fiasp brand insulin which is considered off label.